Event description:
On (B)(6) 2011, the reporter, the patient's wife, contacted animas to report the patient obtained high blood glucose readings after he lost the pump's cartridge cap. On (B)(6) 2011 at 10:30 am, the patient discovered the cartridge cap was missing; he alleged it was lost while he was working. The patient removed the pump and did not test his blood glucose levels or take any insulin injections during the day. At 5:30 pm, the patient returned home and tested his blood glucose level to be 590 mg/dl. At that time, he experienced the symptoms of fatigue and chills. The patient administered self-treatment by taking a correcting dose of insulin via a syringe injection. He did not seek any medical attention. The patient's subsequent blood glucose reading was 315 mg/dl. There is no evidence the pump was not functioning appropriately. The patient's technique was incorrect by losing the cartridge cap. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after this event occurred, and received treatment with insulin injections, therefore this complaint is being reported.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.